Event description:
The reported product fault did not occur while in use with a patient.

Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis in poor condition. The top case was chipped and cracked. The customer's stated problem of pump motor drive failure was verified during start up. The interconnect board had contamination and would not charge the battery. The contamination with the interconnect board was the result of fluid ingression through the cracks in the top case. This was caused by the customer's use of a cleaning disinfectant that contained chemicals that attacked the plastic of the top case. The failure mode was determined to be fluid ingression. Repairs were done correct the problem. The root cause of the failure is a result of the customer/user interfacing with the product in a manner inconsistent with the information for use (IFU).

Event description:
Information was received indicating that this syringe infusion pump exhibited a pump motor drive failure alert. No adverse patient effects were reported.